Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to reproduce the issue. The fse replaced the master tool manipulator (mtm) as a precaution. The system was tested and verified as ready for use. The mtm has been evaluated by the failure analysis (fa) team. Fa was able to confirm issue via field error logs but could not reproduce the issue in house. The unit was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) they received a recoverable fault. The customer stated the faults were on the left arm of the surgeon side cart (ssc) and the customer ended up needed to swap out the ssc to complete the case. The tse reviewed the logs and confirmed the issue. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse informed they swapped out the surgeon side cart to complete the case robotically. They normally use a duo console set up. There was no harm or injury to the patient.